Event description:
It was reported that the patient developed an infection at the pod¿s insertion site, while wearing the device. Patient reported the site to be red, painful, swollen, and pus was coming out after the pod was removed. The patient visited their gp dr. (B)(6) at: (B)(6) the netherlands. Dr. (B)(6) prescribed antibiotics (name, frequency or strength not specified) for a duration of 1 to 2 weeks for a possible infection. Event occurred in (B)(6) 2026, exact dates were not provided. It was reported this event occurred multiple times. Three events are captured under insulet report reference numbers; (B)(4).

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.